Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that prior to use, the embolization coil was advanced out from the introducer sheath, and the coil was found to be detached. The device was not used in the patient.